Event description:
During a remote follow up, increased capture thresholds and increased pacing impedance were observed on the right ventricular (rv) lead. Lead damage due to clavicular crush was suspected but not confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.